Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one assembled catheter 14.5 fr palindrome with slots. The catheter presents several signs of usage and no visual issues were found after evaluation. However, during functional testing (underwater test), bubbles were detected coming out from the venous lumen. The arterial lumen did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was used for approximately 2 years. The device was more likely damaged during use. The most probable root cause could be due to over bending or excessive force. The lot involved in this event was manufactured on 09/13/11, before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be posted.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak on the extension tubing discovered between at the junction between the hub and the catheter. It was too close to the junction to repair. Catheter removed and replaced. No patient injury.